Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Because the balloon was inflated to the rated burst pressure of 22 atmospheres 7 times prior to the reported rupture, this likely indicates that the balloon damage was not pre-existing, and the rupture likely occurred due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received but analysis is not yet complete. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treated a lesion at the right arteriovenous shunt. A sheath was inserted. Then a 0.035" guide wire and 0.014" guide wire were crossed to the lesion. Dilatation was performed using a 5.0 x 40 mm armada 35 balloon and aspiration by thrombuster was performed 7 times (at 22 atmospheres/ 120 seconds) when the balloon ruptured. Aspiration was performed again and the procedure was successfully completed. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.